Event description:
It is reported that, "the drill broke when the surgeon was drilling the anterior tibial holes."

Manufacturer narrative:
Device not returned. If device becomes available, a supplemental report will be issued.